Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while drawing up medication into the unspecified bd¿ syringe, a "bug" was noticed in the solution.

Event description:
It was reported that while drawing up medication into the unspecified bd¿ syringe, a "bug" was noticed in the solution.

Manufacturer narrative:
Investigation summary: two photos and physical 10ml syringe sample depicted in the photos were received and evaluated. The syringe was filled most of the way reportedly with xylocaine. It had a white tip cap attached. An opaque piece of fibrous foreign matter was observed inside the fluid path. The fm observed was larger than level 3 in size and appeared to be a piece of either wood or plastic. Due to the contamination and risk posed by the returned sample further evaluation was not possible. It is not possible to tell where the foreign matter originated. The batch and material of the returned product is unknown, therefore it is not possible to verify the origin of the product. The product has also been manipulated and was returned not in its original packaged condition. Therefore, it is not possible to establish that the fm observed originated at the canaan manufacturing plant. The foreign matter could not be confirmed to have originated at the manufacturing plant.